Event description:
The reporter stated the surgeon inserted an aa4203tl toric silicone single piece lens but the lens became hung up in the cartridge and ejected sideways into the patient's eye. The lens went into the posterior capsule. The incision was enlarged and the lens was cut out to remove from the patient's eye. Sutures were required to close the incision. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Results - visual inspection of the returned product found half of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.